Event description:
Information received indicated that the CPR function does not operate.

Manufacturer narrative:
The customer did not want to troubleshoot with hill-rom's tech support. He just wanted to replace the hydraulic manifold.